Event description:
The customer reported to olympus, the high frequency unit "esg-400" olympus asset encountered error e433 (internal software or hardware error). The intended procedure was therapeutic. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user shut down the esg-400, re-seated the footswitch, booted up the esg-400, and the error did not return, and the issue resolved. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore, the customer's reportable malfunction was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be the incorrectly connected foot pedal. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use of a therapeutic endometriosis procedure. The procedure was completed with a similar device. The device was connected to the foot petal. There was no delay reported. There were no reports of patient harm. Related patient identifier: (B)(6) .